Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 15, 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue started on an unspecified day in (B) (6) 2009. The cca noted that the pt manages her diabetes with a combination of diabetes medications. It is not known if the pt made any changes to her diabetes management as a result of the alleged issue. A couple of days after the alleged power issue began; the pt claimed she felt shaky; however, was unable to confirm if she had to receive medical treatment in response to the symptoms. At the time of troubleshooting, the cca noted that the pt had replaced the subject meter's batteries as recommended in the owner's booklet. The alleged power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.